Event description:
Episodes of nsvt were reviewed and clear noise is seen corresponding to short v-v intervals. Short v-v intervals were reported up to 1365. Lead was disabled and patient wore life vest until new lead implanted.